Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer would intermittently not boot up and screen was blank. Programmer powered on, but after being on for a few minutes the screen went blank and would not boot up again until the programmer had been off for a while. Sensor 7 was found to be triggered several times in error logs. The programmer needed the micro processor unit (mpu) replaced. It was also noted that the printer drawer was missing paper guide, and side latch however it was functional. Printer drawer required to be replaced. Due to a lack of parts it was recommended that the device be scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the programmer returned for service, and subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.